Event description:
It was reported that patient underwent a revision procedure due to unknown reasons. The patient was doing well postoperatively. The explanted device was disposed by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.